Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm and a pump error 53 alarm (software error detected). The customer also reported that the insulin pump got shut down. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was not performed for the event insulin flow blocked alarm as it was resolved in the past. Troubleshooting was performed for the pump error alarm, the customer was able to clear the alarm and complete the rewind and the customer will be provided with a pump replacement. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1881 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2025 03:41:00.000 basal, (B)(6) 2025 03:55:00.000 basal, (B)(6) 2025 11:08:00.000 basal, (B)(6) 2025 11:20:00.000 basal and (B)(6) 2025 14:37:00.000 basal in pump downloaded history during basal. Pump error 53 alerted on (B)(6) 2025 20:50:45.000. Pump error 53 alarm due to hardware anomaly (line number = (B)(4) and file number = (B)(4)). Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (stained serial number label and faded end cap address label). No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Pump error 53 alarm due to moisture damage. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.